Manufacturer narrative:
Philips service restarted the ups, and the system functioned as expected. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a ups power error caused emergency mode activation, making exposure not possible on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.